Event description:
It was reported that the customer's pump issued an altitude alarm 21, which caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying as "high." The customer managed the situation by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support decided to replace the pump, advised the customer of necessary steps when the replacement arrives, and arranged for the return of the problematic pump.